Event description:
It was reported that approximately one year post device placement, the catheter allegedly fractured and leaked. The procedure was completed using same device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the second complaint reported for this lot number and the lot met all release criteria. A device history record review is required. Investigation summary: one powerline s/l catheter was returned for evaluation. Visual, microscopic visual and functional evaluation were performed on the returned device. The investigation is confirmed for the reported fracture and fluid leaks issues as a rupture was noted on the extension leg at the junction of extension leg and purple luer. Further during functional evaluation a leak was noted from the rupture upon infusion and aspiration. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 06/2024). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: the device history record review was performed for the reported lot number and this lot meets all release criteria. The manufacturing review did not indicate any possible manufacturing issue that could be related to the reported event. Investigation summary: the device was not returned for evaluation.the investigation is inconclusive for the reported fracture and fluid leak. A definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 06/2024). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that approximately one year post device placement, the catheter allegedly fractured and leaked. The procedure was completed using same device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 06/2024).

Event description:
It was reported that some time post device placement, the catheter allegedly fractured and leaked in the part where the catheter meets the hub on purple lumen. There was no reported patient injury.